Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported.

Event description:
It was reported that the module was not "working." The caller indicated that a "flat line" is observed. The module was "swapped out" and the flat line is still seen. Technical services provided suggestions for troubleshooting. Further follow up did not yield any additional information. There were no patient complications reported as a result of this event.